Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-rx-001/serial number (B)(4)/lot number 5208648), being used with the complaint sensor, was returned on 04/28/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. However, the customer complaint could not be confirmed with the returned transmitter device. A root cause could not be determined.